Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) stopping compression was not reproduced during functional testing: however, was confirmed through archive data review. The platform performed as intended. No device malfunction. The root cause of the reported issue was due to the stiffness of the patient's chest. Upon visual inspection, load plate cover was damaged with holes. This observation is not related to the reported event. Review of the archive data revealed that on (B)(6) 2019, the platform inserted with an adequately charged autopulse li-ion battery (sn (B)(4) was used on a medium to large sized patient performing 794 compressions then displayed multiple warning 1 - low battery warning and user advisory (ua) 17 (max motor on time exceeded). Following this, battery (sn (B)(4) was replaced with an adequately charged battery (sn (B)(4)the autopulse powered on and performed 97 compressions and then 1 - low battery warning and user advisory (ua) 17 (max motor on time exceeded), the ua 17 error message was displayed as the driveshaft met resistance due to the stiffness of the patient's chest, thus confirming the reported event. The platform was functionally tested using a good known autopulse li-ion battery and with returned battery (sn 50490) with a large resuscitation test fixture and no error message or any other issue were observed. The platform passed all functional tests and is ready for clinical use. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The user advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. The ua 17 and warning 1- low battery warning message was exhibited due to the battery being in a low power state. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number 34702. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the autopulse platform (sn 34702) used on an 80 year old, average size female in cardiac arrest, it was operating compressions for 15 minutes until the battery was changed due to a low battery condition showed. After the battery change, the unit stopped compressions several times after one or two compressions with no error message was displayed. The crew reverted to manual CPR immediately, however, a return of spontaneous circulation (rosc) was not achieved and the patient was pronounced deceased. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
The autopulse platform was returned to zoll on 24 apr 2019 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the autopulse platform (sn (B)(4)) used on an (B)(6), average size female in cardiac arrest, it was operating compressions for 15 minutes until the battery was changed due to a low battery condition showed. After the battery change, the unit stopped compressions several times after one or two compressions with no error message was displayed. The crew reverted to manual CPR immediately, however, a return of spontaneous circulation (rosc) was not achieved and the patient was pronounced deceased. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used on a cardiac arrest patient with continuous compression for approximately 15 minutes. The platform's user control panel started to flicker and shortly showed a low battery message. The autopulse battery (sn (B)(4)) used originally showed 3/4 full. Following this, the crew replaced the battery and the platform would stop compression several times after one or two compressions, no error message was displayed. Following this the crew immediately performed manual CPR for 15 minutes. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. According to the user, the autopulse platform did not attribute to the patients death. Reference MFR 3010617000-2019-00427 for autopulse li-ion battery (sn (B)(4)).